Event description:
Additional information was received from the patient. It was reported that no steps were taken to resolve the issue of charging the device longer after it had depleted. The patient stated that the issue hadn't been resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and degenerative disc disease/herniated disc pain. The patient reported that the ins depleted in (B)(6) 2016 (not overdischarge). The patient reported that she was able to recharge but since then the charge didn¿t stay as long and it took longer to recharge. The patient reported that she could get good coupling. No complications reported.